Manufacturer narrative:
The customer did not accept the repair quote. No service was provided by ge healthcare.

Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.